Event description:
After an implantation period of approx. 101 months, oversensing on the ventricular channel was reported. The therapies are turned off and the lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15cm distal to the is-1 connector. 3 segments with a total length of 52cm were returned, an up to 14cm long medial fragment was found missing. The returned lead fragments were visually analysed. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead area the insulation was found damaged due to wear. Furthermore the distal area of the lead was covered in body tissue. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Due to the tissue residuals and extraction damages it is assumed, that the lead was significantly ingrown which also may have affected the leads motion. Further damages such as a deformed shock coil, an exposed conductor cable to the shock coil and a fractured conductor cable in the distal area most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.